Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 400 mg/dl following an alert for a consecutive stalled motor and a prolonged dosage stoppage, and they administered subcutaneous insulin via pen as a corrective mdi dose; the device did not restart, and the user later performed a supply change to address the alert. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during the review, with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.